Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level and high blood glucose level. The customer's blood glucose value was 40 mg/dl. The other relevant blood glucose level of the customer was 170 mg/dl, 260 mg/dl, 50 mg/dl, 500 mg/dl, 180 mg/dl, 360 mg/dl, 52 mg/dl, 176 mg/dl, 170 mg/dl, 88 mg/dl. The insulin pump will not be returned for the analysis.